Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error when she got out of the shower. The patient's blood glucose at the time of incident was 89 mg/dl; however, the customer's blood glucose was 38 mg/dl fifteen minutes prior to the call and she treated with orange juice. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.